Manufacturer narrative:
Patient information was unavailable. A medtronic representative (rep) went to the site to test the equipment. The rep tried to replicate the problem with registration and found it was passing. The rep then found out the site was using the 3d skull to register instead of the 3d head. The rep performed a system checkout on the navigation system and the system was working as intended. No parts were replaced on the system. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were registering for a fess case and could not pass registration. They were using standard tracer and every time they would complete, but it would move the pattern away and fail. They also stated that it was not possible to move the cad model of the stingray to the middle of the forehead. Tried a 3-point trace and still not able to pass. They aborted navigation. It was recommended trying a different pattern for the collection. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. A medtronic representative (rep) later provided an update. The rep found that the model the site was attempting to register off of at the time was more of a skull than skin. It was noted that the rep was able to show them how to avoid this.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733467 (software version: 2.3). Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the behavior could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations if information is provided in the future, a supplemental report will be issued.